Event description:
It was reported that the patient's device worked "fine for a while," but it "sort of stopped doing that." The patient thought, the device was not working "whatsoever." The patient was 'leaking a lot" and did not know when she had to go to the bathroom. The leaking symptom started "a couple weeks" before the report. The patient changed from program 2 (2.8 volts) to program 3 (2.5 volts) and increased to 3.6 volts. The patient continued to increase it to 3.7 volts, but felt pain in her thigh, so decreased to 3.5 volts. The patient also had a bladder infection. Additional information received on (B)(4) 2012 reported an office visit report on (B)(6) 2012. The report showed the patient had a coaptite injection in 2009 and problems with nighttime incontinence. At the time of this office report, the patient was doing "well." The patient was no longer leaking, wore "1-2 pads per day," and had a normal sensation when needing to urinate. The patient did not urinate more frequently than once every three hours during the day. The patient also had a history of frequent urinary tract infections, but had not had one recently. The patient was also scheduled for a six month return visit for a bladder scan.

Manufacturer narrative:
Product ID 3889-28 lot# v969911, implanted: 2012 (B)(6), product type lead product ID 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).